Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a yellow line on the monitor. The issue was found during an esophagogastroduodenoscopy procedure that was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed, there was a vertical line due to defective charged coupled device. Based on the results of the investigation, the probable root cause was component failure, the charged coupled device was defective. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.